Event description:
During the atrial tachycardia procedure, a contact force issue occurred which caused a delay in procedure. The contact force value was not displayed. The cable connection was checked and the tactisys was power cycled with no resolution. The tactisys was replaced and the procedure was completed with no adverse consequence to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one tactisys¿ quartz ablation system was received for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. The tactisys quartz module initialized successfully upon successful completion of the hardware self-test. The network connectivity with the host system was established and real-time visualization of the contact force signal was consistently displayed without interruption. The test results also confirmed live measurement of the optical, temperature and rf functions of the returned tactisys quartz module with binding of the catheter observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The returned product operated as designed during the evaluation period. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue cannot be conclusively determined as no abnormalities were identified.